Manufacturer narrative:
Corrected data: (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. Lens was returned in vial, in liquid. Visual inspection found optic and haptic torn. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2018 before implant, a 13.2 mm, micl13.2, -13.5 diopter, implantable collamer lens was looked at under the microscope, the shape looked different than any other icl doctor had implanted. The back up lens was implanted, this resolved the issue. Cause of the event is reported as device and other; possible defective lens.